Event description:
It was reported that prior to an unknown procedure, the surgeon nor the nurse could properly insert the reload. According to them, the cartridge did not fit, as it exceeded the jaws. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/08/2008. Cartridge pan dislodged. The analysis showed that the device was received in good visual condition and with no cartridge present, however a cartridge pan was found lodge inside the channel. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the cartridge, it is possible that the cartridge was not properly loaded into the device, if the cartridge is not fully inserted into the channel, when the device is fired it can cause the pan to dislodge from the cartridge, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.